Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response button) has been confirmed. Upon investigation the front response button was missing completely, which prevented the monitor from fully activating. The root cause for the missing response buttons could not be positively identified but was likely excessive force. No adverse event resulted from the missing response button. The pt received a replacement monitor.

Event description:
The son of a (B)(6) female pt contacted zoll customer support to report that one of the response buttons on the pt's monitor was damaged. The pt was issued a replacement monitor.